Manufacturer narrative:
Visual inspection of the returned component identified scratch marks on both condylar surfaces as well as gouging/compression marks on the periphery of the inferior surface in the posterior region of both sides and on one antero-lateral edge. Dimensional inspection found that both the lateral width and height of the post met the specifications. The device history records for the articular surface component were reviewed and no deviations or anomalies were identified. A product history search identified no other complaint for the part and lot combination of the articular surface component. This device is used for treatment. It was reported that: "the surgeon was wanting to check the locking mechanism of the tibial insert into the tibial baseplate, prior to inserting the locking screw. As a simple test, he placed an osteotome anteriorly between the insert and baseplate and levered upward. It was a simple test just to make sure that the insert has seated into the baseplate. This was not an aggressive maneuver by any means. The insert levered out very easily, and the surgeon was not comfortable with the lock and asked for another insert. This second insert was found to be much more stable and surgeon was satisfied." A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, the articular surface was not able to be inserted with the tibial component. Another device was used to complete the procedure.